Event description:
It was reported that the patient has had poor coverage and feels stimulation in the rib area. It was noted that the manufacturer's representative had seen the patient "a dozen times since implant" to rectify this but had been unsuccessful. It was noted that the impedances appeared normal. It was noted that the patient and health care provider were discussing a revision. Additional information received reported that the patient was scheduled for a revision/replacement on (B)(6) 2014. It was noted that was all of the information that was available at the time of report. Additional information was requested but was not available as of the date of this report. Refer to manufacture report number 3004209178-2014-02721 and 3004209178-2014-01669 for concurrent events.

Manufacturer narrative:
.

Event description:
Additional information received reported that the revision was (B)(6) 2014 and the manufacturer representative would let the manufacturer know the patient's status after the revision. Additional information received reported that a new ins was hooked up and the patient received very good low back and leg coverage that they were not receiving before. It was also noted that it was unknown if there were any system malfunctions seen that would be causing the poor coverage and rib stimulation. It was also noted that it was unknown if the patient was receiving effective therapy. It was noted that the patient outcome following the procedure was that they were doing great.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a175, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a175, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the patient had a revision and reported they had a second device implanted because the first one was defective. The patient said it never worked correctly and the programming would shift out of place after two days. The patient reported they would feel it somewhere else and have pain. The patient said they were reprogrammed almost 24 times starting in (B)(6) 2013-(B)(6) 2014. The patient stated the healthcare provider (hcp) confirmed it was defective. The patient reported they got a new ID card shortly after replacement, but it had all the same device information on it. No further complications were reported.